Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the ilet system, received a sensor calibration failure alert, and likely started the g7 on the pump incorrectly or attempted pairing with the wrong sensor type, with a pairing code provided and a subsequent attempt to re-pair the existing sensor. Symptoms included no cgm data availability. Outcomes included a delay in cgm readings and instructions to apply a new sensor or re-pair the existing sensor, with user education provided on correct start and pairing steps. Investigation included technical troubleshooting over the phone and user guidance on correct sensor start and pairing workflow. Investigation of this case revealed user setup error related to incorrect or incomplete sensor start on the pump and potential incorrect pairing process, consistent with use-related pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and pairing.